Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy. It was noted tat the patient may have been exposed to electrocautery for an unrelated surgical procedure prior to the event. Emi is suspected. Patient was stable before, during and after the event and will be monitored.

Event description:
Correction: it was reported that a patient received multiple shocks. The patient presented for a hip surgery and possible exposure to the emi was suspected. The timeline of the exposure to the emi and shocks were not clear. The patient¿s device was checked and found to be operating normally. No other anomalies were noted. Isometrics were not performed because the patient was intubated. The patent remained admitted and under close monitoring. New information received indicates that programming changes were made. Later, tachy therapy was turned off for comfort care. The patient has since expired. No additional information is available.